Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is at end of life.

Manufacturer narrative:
Based on the additional information received the device meets or exceeds 75% expected longevity. There is no device malfunction. Hence, this event is no longer reportable.

Event description:
Additional information received indicates that the patient last had therapy in (B)(6) 2022.